Manufacturer narrative:
The reported event of cardiac perforation was not confirmed. As received, only a connector potion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
Did not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: 2017865-2021-34282. It was reported that the patient exhibited latent pocket erosion and infection. The pacemaker and the leads were all explanted. During the explant procedure, the previously capped atrial lead on (B)(6) 2007 exhibited cardiac perforation and pericardial effusion when the lead was explanted. The effusion grew size to the point that an open heart surgery was warranted. The cardiac surgeon found a small perforation in the right atrium and surgically closed the hole. Patient was stable.

Manufacturer narrative:
The reported event of cardiac perforation was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation abrasion. Visual inspection of the lead found an external insulation abrasion exposing the outer coil located distal to the connector boot. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.